Event description:
The customer reported a case was underway when an error message appeared stator not on. The sys was removed from case. Pt did not have case study completed. The pt had to be awakened from anesthesia. No reported injury to pt.

Manufacturer narrative:
Results: error code displayed.